Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix e/x mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review the patient underwent ventral incisional hernia repair with composix e/x on (B)(6) 2002. During the implant surgery the patient underwent a reverse abdominoplasty to excise excess upper abdominal skin. One day later, the patient underwent exploratory laparotomy due to postoperative hemorrhage. A liver capsule tear was identified. The composix e/x mesh was excised and a new piece of composix e/x was implanted. Based on the information provided there is no indication the device cause or contributed to the reported event. The patient has a history of multiple abdominal repairs including gastric bypass in 2001. There has been no lot number provided so therefore a manufacturing review could not be performed. Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time. See 1213643-2010-00228 for information related to the composix e/x mesh implanted on (B)(6) 2002.

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2002 - patient underwent incisional hernia repair with composix e/x. Reverse abdominoplasty to excise excess upper abdominal skin. On (B)(6) 2002 - patient underwent exploratory laparotomy due to postoperative hemorrhage. The composix e/x mesh placed one day earlier was excised and a new piece of composix e/x was placed. On (B)(6) 2003 - patient underwent abdominoplasty. On (B)(6) 2007 - patient underwent appendectomy. On (B)(6) 2007 - patient underwent wound exploration and incision and drainage of abdomen. Wound was debrided and packed. On (B)(6) 2008 - patient underwent exploratory laparotomy. Lysis of adhesions were performed. The composix e/x mesh was removed. Repair was completed with a non-bard graft. On (B)(6) 2008 - partial bowel obstruction. Hernia repair with non-bard mesh (no additional details provided). On (B)(6) 2008 - patient underwent revision of gastric bypass.